Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that during a colectomy, the jaws of the device were sticking and would not open. No patient injury or harm occurred.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 11/16/2016. Date of follow-up report: 12/06/2016. One used lf5544 ligasure device was received, and evaluation of the sample could not confirm the reported issue. Visual inspection of the device found no defects, and the jaws were open upon receipt. Mechanical testing confirmed the jaws opened and closed normally using the handle. The investigation found the device to function normally and within specifications. A review of the device history records for this lot found no potentially contributing factors.